Manufacturer narrative:
Product ID, 3093-28 lot# v863548 serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type lead product ID, 3093-28 lot# va00cey serial# implanted: explanted: product type lead. (B)(4).

Event description:
It was reported that the patient was having a lead replacement done; however, her pathology report came back positive for an infection so the entire system was removed, including the new lead. Subsequent information received reported that the primary location of the infection was the device pocket. A culture was done, but the results were not provided. The patient did not have meningitis and perioperative antibiotics were administered. It was noted that the patient before implantation of the device had cancer. Patient outcome was not provided.